Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying high readings of sensor and blood glucose. The patient's blood glucose was at 490 mg/dl. The customer stated that the sensor gave a predictive high alert but forgot to bolus. The customer was assisted with trouble shooting and was informed that the sensor may be malfunctioning. However, the customer was advised that the sensor may need time to stabilize after recalibration. The customer was informed if she receives a change sensor the she will have to take out the current sensor. The customer understood and was sent two new sensors. No further information was provided.